Manufacturer narrative:
Mitek received 3 omnispan inserter needles and the portion of a silicone sleeve. Two of the devices are 12 degree needle and the third is a 27 degree needle; it is noted that the needles are clean and without damage or anomalies. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern the root or underlying cause for the reported issue. At this point in time, no further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic meniscal repair with the use of 3 omnispan devices for fastening, the silicone retention tubing of 2 of the 3 devices came off of the inserter needles in the patient's joint space; the silicone tubing of the 3rd fastener split to some degree without coming off of the inserter needle; it is not known which of the 3 devices. Although the procedure was concluded successfully without further issue or harm to the patient, it is not known if all of the silicone tubes were retrieved from the patient or not. If this is the case, we do not know what impact, if any, this would have on the patient. It is because of this uncertainty that this report is being filed to document this event. Also see associated mdrs 1221934-2012-00109, 1221934-2012-00110 and 1221934-2012-00111.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.